Event description:
It was reported that during an unspecified coronary procedure, a guide wire fracture occurred. The procedure date, lesion characteristics and coronary vessel being treated is unk. The 180cm luge moderate support guide wire broke and remained in the coronary artery. The guide wire fragment was successfully removed and the physician noted "with no harm to the pt". No further complications were reported.